Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 03/30/2020. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ae (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for g3+ lot n19321.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care was contacted by a customer regarding I-stat cartridges that yielded a suspected discrepant pco2 result a patient. The customer states that abg testing performed resulted in the pco2 of 3kpa higher than the I-stat result. However, actual results were not provided. There was no patient information available at the time of this report. Actual results, collection/test times, and product type and lot# was not provided. There were multiple requests for information but to no avail. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.